Event description:
Co rec'd a report from a physician in spain about four pt's who experienced endophthalmitis after healon gv (lot number unk) was used during phacoemulsification. This report is for the second pt an 82 yr old woman who developed endophthalmitis 3 days after phacoemulsification in march 1998. She had not recovered as of 03par98. This case remains under investigation. MFR reports 9610566-1998-00001 thru 9610566-1998-00004 for the reports on the other 3 pts reported by this physician.